Event description:
Reportable based on device analysis completed on 29apr2024. It was reported that the device was leaking gas. The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous left coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the device was leaking gas when inflated at 6 atm. The procedure was completed with another of same device. No patient complications reported. However, device analysis identified a pinhole above the distal markerband.

Manufacturer narrative:
E1 - initial reported address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Multiple kinks were identified along the hypotube shaft. No kinks or damages. Microscopic examination of the balloon identified a pinhole above the distal markerband when attempting to inflate the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation device. A pinhole was identified at the distal markerband when inflated to its rated burst pressure of 12 atmospheres. The encore device verified before and after use using the druck gauge. No other issues were identified during the product analysis.